Event description:
The patient reported on (B)(6) 2013 she went tot he emergency room because she wasn't feeling well. At the hospital a bg meter comparison was performed. Her pdm read 77 mg/dl and 104 mg/dl with the (uncleared for use with omnipod) freestyle life strips vs 370 mg/dl for the hospital's meter.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's ER visit. The patient was informed that freestyle lite test strips which are not cleared for use with the omnipod insulin management system integrated (freestyle) blood glucose meter. Qualification records were reviewed and the product lot met all acceptance criteria.